Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Noisy motor noted during test due to faulty motor. Motor passed motor test. Cracked battery tube threads noted during visual inspection.

Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 515mg/dl. The mother mentioned that the device was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.